Event description:
It was reported that during set-up, error message appeared that said "check handpiece." But the error didn't appear once entering to cutting and case was finished as expected. The bur seemed to not be extended as far as it should have during distal burring; there was still green left on model, and the system was showing the bur extending, but it was not extended as far as the system showed it. Tried rehoming the bur, but it did not help. Ended up finishing up the distal femoral cut with the saw and double checking it with the plane checker.